Manufacturer narrative:
Orthofix (B)(4) checked the internal records related to the controls made on the device code 93350 lot v1349650 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other similar notifications have been received from this specific device lot. Technical evaluation the returned device, received on april 13, 2017, was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual and dimensional check as per orthofix (B)(4) specifications. The visual check confirmed the problem notified: the device is broken in correspondence to the mobile joint. The dimensional check did not evidence any anomalies. The results of the technical evaluation concluded that the returned device was originally conforming to orthofix (B)(4) design specifications. Based on previous similar events, all occurred in the b)(6) market, it was concluded that also for this event the breakage occurred is related to mechanical stress on a device that was subjected to exfoliation phenomena due to reprocessing. The information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "This fixator broke after 14 days on the patient. In this case the patient was not affected (i.e. The position was not lost because the patient had a plate in situ also) but did require a second surgery to remove the device. From what we have been told, it is very likely that this fixator was also exposed to the alkaline cleaning fluid as elsewhere in (B)(6), and was weakened as a result. The use of this fluid is expressly forbidden in pq gal. I note that the technical analysis finds that the device was made according to specifications, and that the failure was due to incorrect decontamination with alkaline liquid. In this case the final cause is assumed because of the similarity to recent cases. I think that this is reasonable, and agree with the conclusion". The results of the technical evaluation concluded that the returned device was originally conforming to orthofix (B)(4) design specifications. Based on previous similar events, all occurred in the (B)(6) market, it was concluded that also for this event the breakage occurred is related to mechanical stress on a device that was subjected to exfoliation phenomena due to reprocessing. The medical evaluation evidenced as follows: "this fixator broke after 14 days on the patient. In this case the patient was not affected (i.e. The position was not lost because the patient had a plate in situ also) but did require a second surgery to remove the device. From what we have been told, it is very likely that this fixator was also exposed to the alkaline cleaning fluid as elsewhere in (B)(6), and was weakened as a result. The use of this fluid is expressly forbidden in pq gal. I note that the technical analysis finds that the device was made according to specifications, and that the failure was due to incorrect decontamination with alkaline liquid. In this case the final cause is assumed because of the similarity to recent cases. I think that this is reasonable, and agree with the conclusion". Orthofix (B)(4) would like to remind that the instructions for the safe processing are included in the instructions for use, ref: pq gal. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6). - surgeon's name: dr.(B)(6). - date of surgery: (B)(6) 2017. - body part to which device was applied: wrist. - surgery description: fracture treatment. - patient information: (B)(6), female. - problem observed during: clinical use on patient. - type of problem: other (device was broken, second broken fixator). - event description: the device was broken. It was the second broken fixator with the same patient (same patient of the event (B)(4)). The complaint report form also indicates: - the device failure did not have any adverse effects on patient. - the initial surgery was completed with the device. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - patient current health condition: normal, patient had got a plate. On april 13, 2017, orthofix (B)(4) received the following additional information: - this patient was first operated on march 16. The wrist module, code 93350, broke on (B)(6) and was replaced on (B)(6) at the doctor's office ((B)(4)). - the second wrist module (put on patient on (B)(6)) broke on (B)(6) and in the same date was removed with a second surgery. No other fixator was used as it was deemed the plate sufficient to keep the fracture reduction ((B)(4)). - copies of the operative reports and copies of the x-ray images are not available. (B)(4).